Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a bit flip and power on reset was noted on the implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the por was cleared via interrogating the ipg.